Manufacturer narrative:
One used sample (B)(6) was returned for evaluation. As received, there was no damage on the spiro's splines and a good shear tab activation were observed. The torque residual and the female luer were found within specification. No mating device was returned for evaluation. The customer's complaint of disconnection / loose connection can be confirmed. However, the returned spiro met all the product specification, the probable cause of the disconnection is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a spinning spiros® closed male luer, red cap. The customer reported that the spiros cap connected correctly and spun on set up. Approximately one hour into a patient's unspecified chemotherapy infusion, the spiros cap became disconnected from the primary tubing. Chemotherapy was wasted and returned to pharmacy. Reconstitution of a new dose was required to make up for the wasted volume/dose. The reported event was recorded in a nursing incident report. There was no patent harm or adverse event reported.